Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high (bg) level of 450-550 mg/dl. The cause was unknown. A cartridge change was performed resolving the issue.